Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The tamper seal was removed. Housing damaged and downstream occlusion bubble" problem was verified by visual inspection. Battery compartment cracked, unknown what cause dso seal bubbled. Replaced battery compartment and dso seal. The device passed functional and delivery tests. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump's housing was damaged and had a downstream occlusion bubble. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown; no further information was provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.